Event description:
It was reported that on (B)(6) 2022 the patient was found unresponsive and was brought to the emergency department (ed). After evaluation, the patient was pronounced dead. It was unknown how long the patient had been unresponsive. The device was reportedly operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) (B)(4) and the reported patient outcome could not be conclusively established during this evaluation. No product is available for investigation. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2020. The heartmate ii lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.